Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
Related manufacturer: 2182269-2017-00019, 9680001-2017-00007, 3008452825-2017-00014, 3008452825-2017-00015. During an atrial fibrillation procedure a pericardial effusion occurred. At the beginning of the procedure the spiral catheter would not deflect in both directions and was replaced to continue with the procedure. During the post assessment an ultrasound was performed, which revealed the effusion. No patient symptoms were noted. A pericardiocentesis was performed to stabilize the patient.